Manufacturer narrative:
Continuation of concomitant products: ddmb1d1 ICD implanted: (B)(6) 2019.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to a fracture. The lead was found to have high thresholds, high impedance, and noise. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.